Event description:
It was reported that the patient experienced hyperglycemia with blood glucose readings greater than 400 mg/dl for several hours while using the ilet and subsequently disconnected from the system, using subcutaneous insulin by pen as backup; no device alarms or alerts were reported, and the caregiver denied visible infusion set issues such as leaking. Symptoms included hyperglycemia without acute complications. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included troubleshooting and education provided to the caregiver and referral to the healthcare provider for evaluation of insulin sensitivity and settings. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.